Manufacturer narrative:
(B)(4). The foreign distributor was told by technical support that the most likely cause was the main pcb. The foreign distributor has not yet requested a replacement pcb to repair the device and return it back into service. If requested, carefusion will issue a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. Should the alleged faulty component be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
Inop condition distributor reported to carefusion technical support vent inop. Error log is showing: low ve, high pip, high rate, motor fault, adjust volume alarm uvt/svt power up audible. No report of patient involvement.